Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue (damaged usb pins) was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Subsequently, multiple cartridges could not be detected by the pump. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose value was 394 mg/dl